Event description:
The following information was previously reported in manufacturer¿s report #3004209178-2015-01383: [in regards to the patient¿s refill on (B)(6) 2012, the patient did not show up for his refill appointment. On the same date, the erv (expected reservoir volume) was 0.4ml and the arv (actual reservoir volume) was 0.4ml. No symptoms were reported. The device system was used to deliver dilaudid, compounded baclofen, and bupivacaine.]

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).